Event description:
The manufacturer received information alleging a "ventilator service required" alarm had occurred on a device while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the battery was observed. It was determined that the issue involved a failure to charge the detachable battery. A charge and discharge test were conducted on the battery, but the alarm was not duplicated. Although the issue could not be duplicated, based on the error details, the system board and detachable battery were replaced. Additional findings not related to the issue include contamination of dirt, in which the device's system board, muffler assembly, blower assembly, and flow sensor were replaced to address the issue. And the internal battery door was found to be damaged and was replaced.

Manufacturer narrative:
The manufacturer previously reported information received alleging a "ventilator service required" alarm had occurred on a device while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the battery was observed. It was determined that the issue involved a failure to charge the detachable battery. A charge and discharge test were conducted on the battery, but the alarm was not duplicated. Although the issue could not be duplicated, based on the error details, the system board and detachable battery were replaced. Additional findings not related to the issue include contamination of dirt, in which the device's system board, muffler assembly, blower assembly, and flow sensor were replaced to address the issue. And the internal battery door was found to be damaged and was replaced. The device's system board, blower assembly, and flow sensor were returned to the product investigation laboratory (pil) for further evaluation. The pil installed the system board on the trilogy evo stb. The internal battery on the stb was at 67% capacity and the detachable battery was at 73% capacity prior to the installation of the system board. Both batteries were charged to 100% capacity without issue. The error did not reoccur. Pil concluded that the system board operates as designed. The trilogy evo system board has been scrapped. The machine flow sensor and blower assembly were returned due to the failure of contamination. No further evaluation of this part is required at this time.